Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, partially formed staple line. Another like device was used to complete the procedure. There was no patient consequence.